Manufacturer narrative:
A philips remote support engineer (rse) spoke with the customer and gathered audit logs for analysis. The customer alleged the patient died wearing tel8 during the hours of 3-6am, on (B)(6) 2023 at the coronary care unit (ccu). The rse stated that "the customer wants to know what happened. The unit was offline according to the logs between 01:00 and 03:43, so I think the customer knows this and is wondering why it wasn¿t working during this time. They have no accurate time of death and there is no asystole in the logs so the death must have happened during this time.""looking at the data it appears the patient was discharged. I think this was user error." The rse confirmed that there was no malfunction found with the telemetry 8. What caused the issue to occur was an user error discharging the patient and not having them monitored during the incident. The complaint was escalated for technical investigation and is pending results of the product support engineer (pse) to perform an analysis on the audit logs. Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Manufacturer narrative:
A philips remote support engineer (rse) spoke with the customer and gathered audit logs for analysis. The customer alleged the patient died wearing tel8 during the hours of 3-6am, on (B)(6) 2023 at the coronary care unit (ccu). The rse stated that "the customer wants to know what happened. The unit was offline according to the logs between 01:00 and 03:43, so I think the customer knows this and is wondering why it wasn¿t working during this time. They have no accurate time of death and there is no asystole in the logs so the death must have happened during this time." He added that "looking at the data it appears the patient was discharged. I think this was user error." The complaint was escalated for a technical investigation. A philips product support engineer (pse) analyzed audit logs, start date logs (rfda and devicedebug). The mx40, serial number (B)(6) is a 2.4ghz ECG only device, operating on sw revision b.06.59. The customer is using the battery adapter tray and aa batteries. Condition of the battery adapter tray and device battery compartment is not known. The disconnect may be the result of either the batteries being dislodged or removed. When the device went offline, a ¿no data tele¿ technical inop (visual and audible alarm) would have been provided at the patient sector of the pic ix. Users should have recognized this condition at the pic ix. A request for pictures of the battery adapter tray that was in use as well as pictures of the mx40 battery compartment was sent, but no data could be obtained. Based on the information available and the testing conducted, the reported problem was caused by a clinical workflow/use error. In addition, the fact that the unit was offline would prompt an inop at the central station alerting the user. The reported problem was not confirmed. The engineer provided their analysis findings. The mx40 patient wearable monitor has not caused or contributed to the reported issue, as the device was working as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Clinical reassessment was performed based on new information received in the complaint record. Additional information indicated the patient passed away from 'peptic perforation', if additional information is obtained, please request reassessment of the record by the pms clinical expert.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that patient died wearing tel8 during the hours of 3-6am in ccu.